Event description:
The ICU staff found that after the product was implanted, the csf coming out was a rusty, yellow-mustard color, and that there were particulates in the csf. A sample of the csf was sent out for testing, and nothing grew out.

Manufacturer narrative:
The device has not yet been returned to the manufacturer.